Manufacturer narrative:
The technician found that the brake and steer function could be engaged properly and that all brake pads were engaging the wheels tightly, but the swivel lock on all four caster stems were not engaging well which is allowing the casters to rotate freely when the brake was engaged. He replaced all four caster horns/stems to repair the stretcher.

Event description:
The customer alleged the brakes on the stretcher were not working well.